Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that his one touch basic enhanced meter was reading inaccurately low. He obtained a result of 66 mg/dl on the reported meter while experiencing no symptoms. The pt took no actions following testing. He contacted his med professional for advice and no treatment was received. The pt was unable/unwilling to answer what unit of measurement the reported meter was set in. The customer service rep walked the pt through two consecutive check strip tests that fell out of range. The pt neither alleged harm nor experienced injury or med intervention. Based on the failed quality control testing, there is an indication that the product malfunctioned and that the even meets the criteria for a med device reportable. The meter, test strips, and control solution were replaced.